Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The healthcare professional reported that a patient had intense vitreous haemorrhage along with ophthalmic system ad fluidics issues. Details of procedure was not provided. Outcome of the patient was unknown. Additional information has been requested but is not available at the time of this report.